Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm morphology is unk and the pt's iliac vessels were reported to be small. Frail. Non-tortuous and calcified. The physician implanted the bifurcated stent graft and then the fluoroscopy unit broke down. There was no other machine available to complete the deployment of the iliac limb and the procedure was aborted 2003 the physician brought the pt back to the operating room to implant the iliac limb. While inserting the iliac limb into the pt the left common iliac artery was dissected, which was already weakened by the pervious arteriotomy. The dissection was treated and the case was completed without issue. Final angiography demonstrated a successful outcome. The pt is reported to be fine and no additional clinical sequelae were reported.